Manufacturer narrative:
The microcoil system was cleaned before return. There is coil damage at the proximal end of the coil, the middle section, and the distal section adjacent to the ball tip. Dried contrast was found adhering to the sheath. Located midway through the first secondary winding off the ball tip is severe coil damage. Note that the damage section is angled up and away from the remainder of the coil. The proximal end of the coil has compression and buckling damage. The coil's socket ring has been pushed off to the side and down under the outer sheath. The coil was returned severely damaged. The evidence strongly suggests that distal interference contributed to the coils advancement difficulty inside the sheath. This most likely caused the severe damage top the coil. In this condition; significant resistance may prevent the coil from advancing. The source of this interference cannot be determined. The circumstances of how and where this damage occurred cannot be determined. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
Coil could not pushed out of the sheet for preparation. Failure analysis discovered that the proximal, middle, and distal sections of the coil were damaged including kinking at the proximal section.